Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "blood back" event that occurred during axillary insertion. The customer does not believe the blood backed up to the intra-aortic balloon pump (iabp). There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "blood back" event that occurred during axillary insertion. The customer does not believe the blood backed up to the intra-aortic balloon pump (iabp). There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the membrane but the tubing was cut off from the hub and not returned. The extender and pressure tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 23.1cm from iab tip. An optical fiber break was found within the catheter tubing approximately 28.4cm from the iab tip. The inner lumen and optical fiber break may have occurred when the sheath tubing was cut off from the hub and pulled from the device. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one other leak was detected in the membrane 1.3cm from the rear seal measuring 0.013cm in length. The reported problem was confirmed and most likely triggered by the leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.fir/crf/CAPA history evaluation is not required for this case since an investigation has been performed. (B)(4).